Event description:
A pt reported experiencing inaccurate low results with a otbe meter. The pt's blood glucose results were 0, 166, 167mg/dl. Tests were done within 10 mins with a difference of 89%. Pt did not experience any adverse events. No further info has been reported.